Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on february 26, 2018 that a wallflex partially covered esophageal stent was implanted to treat a stricture in the esophagus during a gastrointestinal endoscopy with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was tortuous and was not dilated prior to stent placement. The stent was successfully deployed during the procedure on (B)(6) 2018. According to the complainant, 48 hours after the stent placement, a barium swallow exam was performed to view the stent fluoroscopically. It was noted that the stent was expanded distally but was not expanded proximal to the mouth. Another wallflex esophageal stent was implanted within the first stent to open up the proximal flange and this completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.